Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is off-label usage of the device, on (B)(6) 2024. The patient's mother stated that on (B)(6) 2024, the patient was experiencing vomiting, weakness, dizziness, and lethargy. There were no cgm/bg comparison values reported for this specific event. The patient¿s mother called an ambulance, and the patient was brought to the emergerncy room, where she was diagnosed with dka. The patient was treated with insulin, IV fluids, and ondansetron. The patient was discharged home the following morning (less than 24 hours total). The patient was in good condition at the time of report and had returned to school. Additionally, the patient's mother provided a general example of an inaccurate reading of cgm reading 250 mg/dl and the bg meter reading 170 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values for this event available to search within the parkes error grid calculator. The reported glucose values for the general example fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.